Event description:
Redness on the right precordial region(application site reaction nos) swelling(swelling nos). Blisters(blister). Case description: spontaneous report/japan. A pt suffering from hepatocellular carcinoma underwent abdominal angiography through the right internal thoracic artery followed by transcatheter arterial embolization (tae) with farmorubicin 30 mg, lipiodol ultra-fluide and gelfoam on 12 nov 97. The next day, redness and swelling appeared on the precordial region followed by blister formation. Despite treatment, the lesion was ulcerated and didn't improve. Skin ulcer persisted even after 3 months. At the time of report the pt was completely recovered. The reporting physician assessed the causality of farmorubicin as probable and that of gelfoam as possible and commented as follows: in some pts treated with tae, bypass procedure develops as a feeding vessel for tumor which sometimes results in skin disorder after tae. Such skin disorder is not life-threatening, but requires long-term treatment for complete healing. Case comment: it is known that the extravasation of epirubicin may give rise to tissue lesions, skin ulcers and vesication. In this case, the reported events (application site redness, swelling and blister formation) seem adverse events at the site of injection. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.